Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.

Manufacturer narrative:
The pump alarmed motor error alarm during the occlusion test and compromised force sensor system during the prime test due to moisture damage inside the force sensor resistor. Moisture damage was found on the motor also. The pump passed the stop current, run current and displacement tests. Unable to perform the self test, unexpected restart, off no power, occlusion or no delivery alarm tests due to the alarm. The pump had minor scratches on the display window.